Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace system controller alarm was confirmed via the log file downloaded from the returned controller and reproduced during testing. The reported driveline power fault was not confirmed as it was not observed in the log file or reproduced during testing. The log file downloaded from the returned controller contained approximately 5 minutes of data (15:30:05 to 15:35:53 on (B)(6) 2019 per the timestamp). The controller recorded atypical motor voltage b levels throughout the log file, which activated intermittent controller fault alarms (which give a ¿replace system controller¿ message on the system monitor) due to the motor voltage b dropping below the threshold voltage. No issues with the motor voltage a were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2019 at 15:33:18 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The returned controller was connected to a test power module/system monitor and the controller fault alarm was initially reproduced. The controller was disconnected and reconnected to power several times; however, the controller fault alarm could not be reproduced again. The controller successfully operated a mock circulatory loop at the set speed during testing. A functional test was performed and the controller passed without issue. Visual inspection of the returned controller revealed a red, dried fluid residue on both sides of the backup battery and on the backup battery ribbon cable. The controller was disassembled for further inspection, which revealed a dark, dried fluid residue on the controller main printed circuit board (pcb), lcd pcb, and controller housing. The residue was covering several components on both sides of the main pcb, including components in the motor b voltage circuitry. The observed residue appears to be consistent with dried blood, although this could not be conclusively determined. The account also reported observing dried blood near the modular connection of the driveline while in the operating room; however, this could not be confirmed as the driveline was not returned for evaluation. Additional information provided on (B)(6) 2019 stated that the patient is stable and discharged home with no further vad related alarms or device related issues. The controller was exchanged and the alarms did not reappear; this information is consistent with the data in the log file submitted from the patient¿s new controller, which did not capture any notable alarms or issues. The account also communicated that the modular cable was not exchanged, and the driveline did not demonstrate any compromised area. The device history records of the system controller were reviewed and no issues were observed. The controller passed all inspection testing prior to being shipped. The root cause of the reported event could not be conclusively determined through this analysis; however, the reported event appears to have been caused by fluid ingress on to the main pcb of the controller. The root cause of the fluid ingress could not be conclusively determined through this analysis. Although not confirmed through this analysis, the fluid ingress could have also contributed to the reported driveline power fault alarm. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault, replace system controller/controller fault, and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) section 5 ¿surgical procedures¿ describes the surgical considerations necessary to prepare, implant, and explant the heartmate iii left ventricular assist system, including connecting and initializing the sterile system controller to non-sterile equipment and installing the backup battery in the system controller. Heartmate iii patient handbook section 1 ¿introduction¿ states that the ¿heartmate iii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Section 7 entitled ¿frequently asked questions¿ further explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Section 10 ¿safety checklists¿ provides the patient with the procedure for routine maintenance of the heartmate 3 left ventricular assist device, including the system controller and backup battery. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient the patient experienced replace system controller and driveline fault alarms, accompanied by a yellow banner. The patient's controller was exchanged and the alarm resolved and has not returned. No further information provided.